Manufacturer narrative:
Investigation summary. No product was returned for investigation. Cardiac tamponade: the cause of the clinical symptom was not determined due to insufficient clinical details. Device history lot. Device lot: 1954306. Device history batch. Subcomponent lot: n/a. Device history review. Device with sn:614357 passed all post sterile inspection checks.

Event description:
The complainant reported a patient was implanted with an impella 5.5 for mechanical circulatory support. During support, the patient had a cardiac tamponade overnight and taken to the operating room for an emergency wash out, chest tubes were exchanged, and the chest was closed. The pump was successfully weaned and explanted, and the patient survived the event.